Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/24/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/01/2015 with the following findings: a review of the pump history and black box data revealed no evidence of a motor issue. The pump was exercised for 24 hours, during which no motor issues or alarms were observed: the reported issue was not duplicated. The pump successfully performed the prime sequence functions. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.